Manufacturer narrative:
Image review: three still images were provided by the account. The dislodged stent was visible in the proximal rca. The proximal stent wraps appeared to be partially expanded. It is possible that the stent wraps hit off the guide catheter tip as the physician attempted to advance the device. (B)(4).

Event description:
The physician used a resolute onyx drug eluting stent to treat a moderately tortuous, moderately calcified lesion with 75% stenosis in the proximal right coronary artery (rca). There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues and also the stent was inspected post-removal of the protective sheath again with no issues. Negative prep was performed with no issues. A non-mdt guidewire was used and it was examined and flushed before use with no issues noted. Also there were no issues noted when loading the device onto the guidewire. The inflation device remained on neutral pressure during delivery of the device. The lesion was not pre-dilated and the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It is reported that stent dislodgement occurred during delivery to the lesion. The dislodged stent was not removed and a second resolute onyx 2.25x30 stent was used to crush it against the artery wall. It was reported that the procedure did not have good guide support and a very aggressive back and forth movement was used when trying to advance the stent. The physician has stated that the stent was hitting calcium when trying to force the stent. The physician does not blame the stent for the issue and another resolute onyx 2.25x30 device was used right after this occurred. No patient injuries are reported.